Manufacturer narrative:
The reported event of dislodgement was not confirmed. Final analysis found that the device was above elective replacement indicator (eri) upon receipt. Visual inspection did not find any anomaly on the helix. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp dislodged into the atrium post-fixation. The device was removed successfully. The patient was in stable condition.